Event description:
It was reported that during pre-use testing for the filter placement procedure, the greenfield 12 fr ss vena cava filter was flushed resulting in deployment of the filter from the carrier. No device anomalies or damage had been observed prior to release of the filter. A new filter was successfully implanted. The pt's condition was reported to be "fine."